Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available to stryker

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿analysis of the t2 recon nail used with the antegrade locking mode¿ which was released in june 2018 and is associated with the t2 recon nailing system. Within that report, postoperative complications/ adverse events were reported, which occurred between january 2014 and november 2017. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the report, therefore 15 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses drill breakage. One out of 1 case. The pmcfr states: ¿one drill (diam. 4,2mm) breakage per-operatively occurred at the proximal level in a polytraumatized patient with associated acetabulum fracture and si joint fixation with canulated asnis. In this case the weight bearing was delayed due to the acetabulum fracture. The fracture was healed after 4 months.¿